Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Since the device failed during evaluation, there no patient involvement.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included visual inspection, functional and electrical testing of the device. During rite testing the device failed for therapy monitored volume. The cause of this was deteriorated piston foam. The device was sent for servicing. Should additional relevant information become available, a follow-up MDR will be submitted.